Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a left femoral artery. When a 6.0 x 40 mm absolute pro stent was going to be deployed, the thumbwheel could not be rotated to deploy the stent so the stent was deployed by manually pulling on the sheath. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and during functional testing, the reported deployment issue was not able to be confirmed. Based on a visual and functional inspection, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation concluded that a cause for the deployment difficulty could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.